Manufacturer narrative:
Device issue with inomax dsir# (B)(4). The review of service order findings was completed on 09-dec-2014. Inomax dsir #(B)(4) was at the regional service center (rsc) in the united states for routine preventative maintenance. A review of the service log revealed a delivery failure (df) alarm due to backlight current below minimum (actual: 573 counts; minimum: 800 counts). The rsc did not experience the df alarm because of a blank screen during the service. The rsc replaced the touchscreen/display. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this incident was a display backlight failure. This condition will be tracked and trended under ikaria's quality system. Case comment: 19-dec-2014 - although there was no adverse event reported with the device; it is being reported because a similar device issue occured in the past that resulted in a serious adverse event (refer to MDR 3004531588-2013-00023).

Event description:
Display - backlight failure [device issue]. Case description: on (B)(6) 2014, during a routine review of service order findings from a regional service center (rsc) located in the united states, an ikaria quality manager identified a display backlight failure with inomax dsir #(B)(4). Although the customer did not report a device deficiency or serious adverse event with this device, a display backlight failure in a similar device was associated with a serious adverse event in the past an dis considered a reportable failure/event.